Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the introducer needle was difficult or unable to be removed from infusion site within 3 hours of insertion. Blood glucose at the time of event was noticed 312 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.